Event description:
This report is being filed after the subsequent review of the following journal article by fang zhou, md et al : less invasive stabilization system (liss) versus proximal femoral nail anti-rotation (pfna) in treating proximal femoral fractures: a prospective randomized study as published in the journal of orthopaedic trauma, volume 26, number 3, march 2012. This study, performed between december 2006 ¿ march 2008, included 64 consecutive patients with proximal femoral fractures. All patients had closed fractures and were treated within 3 weeks of injury. Exclusion criteria: open fractures, pathologic fractures, delayed fractures, multiple fractures, and periprosthetic fractures. The american society for anesthesiologists score regarding co-morbidities and the fracture type varied across patients. The study population for: liss included 28 patients: 15 females and 13 males with an average age of 67.75, ranging 24-87 years old; pfna system included 36 patients: 19 females and 17 males with an average age of 76.19, ranging 42-103 years old. Fifty-nine of the 64 patients had follow-up results except for four deaths ( 2 from pfna and 2 from liss) and one lost to follow up from the liss group. Surgery was performed by three senior surgeons. All patients received preoperative and postoperative intravenous antibiotics, cefuroxime. Subcutaneous low-molecular heparin was administered for 5 days for thromboembolic prophylaxis. Passive and active motion of the hip began on the second day after the operation. The time of weightbearing depended on the follow-up radiographs. Partial weightbearing began with the appearance of fracture healing and total weight-bearing began with clinical fracture healing. Follow-up visits occurred at 1, 3, 6, and 12 months after the operation and included clinical examination, assessment of hip function, and radiographs. The 6-month evaluation excluded patients who required revision or had died. All fractures showed union within 6 months. The mean follow-up time was 26.8 months (range, 21¿36 months). Radiographic images included in article. Liss surgery: an appropriate-length distal femoral liss plate was chosen using a right-sided plate for the left femur and vice versa. Screws were placed in the d, e, and f holes, distal screws were inserted percutaneously, three or four screws in the proximal end of the fracture and four screws in the distal end are required. The pfna surgery was performed with a shaft angle of 130_ and 12-mm diameters was used in the current study. The nail was inserted according to the surgical technique recommended by the manufacturer. This article requires 10 medwatch reports for the following 10 general complications: pfna (6 mw): unknown nail: si-deep vein thrombosis (3), acute coronary syndrome (1), pneumonia (1);rm-intra-pelvic penetration of the helical blade (1) treated with total hip arthroplasty. Unknown helical blade: si - deep vein thrombosis (3), acute coronary syndrome (1), pneumonia (1);rm-intra-pelvic penetration of the helical blade (1) treated with total hip arthroplasty. Unknown screw: si-deep vein thrombosis (3), acute coronary syndrome (1), pneumonia (1); rm-intra-pelvic penetration of the helical blade (1) treated with total hip arthroplasty. Liss (4 mw): unknown plate: si-deep vein thrombosis (3), acute coronary syndrome (1), stroke (1): rm-proximal screw breakage (2) treated with a total hip arthroplasty. Unknown screws:si-deep vein thrombosis (3), acute coronary syndrome (1), stroke (1): rm-proximal screw breakage (2) treated with a total hip arthroplasty. The two liss screw breakage occurred in patients who did not follow post-operative instructions and instead did immediate weight-bearing post-operatively. This report is for an unknown pfna. This is report 1 of 10 for (B)(4).

Manufacturer narrative:
Literature citation: fang zhou, md et al : less invasive stabilization system (liss) versus proximal femoral nail anti-rotation (pfna) in treating proximal femoral fractures: a prospective randomized study as published in the journal of orthopaedic trauma, volume 26, number 3, march 2012. This report is for an unknown quantity of a pfna system nail. (B)(4). (B)(6). (B)(4). The investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided.

Manufacturer narrative:
(B)(4).if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.